Manufacturer narrative:
Sections with additional information as of 24-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for error message (e-2 and e-3). Sister is calling on behalf of the customer. The customer reported feeling lightheaded, like she was going to pass out. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer and produced e-2 error using true metrix meter. The product is (not) stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/14/2024 and open vial date is 03/08/2023.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.